Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported a left side "rupture." Event took place during implant surgery, device was not implanted, and surgery was not successfully completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis was performed which identified: white particles inside device, flat creases, an opening on anterior, broken shell, and missing shell assessed as inconclusive. Leak test was performed which identified two leakage from shell. Microanalysis identified an opening on anterior and a broken shell on anterior, both with striated edge consistent with the use of a surgical tool like scalpels, surgical scissors, or a surgical needle assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: opening due to surgical damage.

Event description:
Health professional reported a left side "rupture." Event took place during implant surgery, device was not implanted, and surgery was not successfully completed with a backup device.